Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that during an unspecified cardiac ablation procedure, after about 1.5 hours since the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the cardiac cavity, a poor hemostatic valve was confirmed. The physician confirmed the poor hemostatic valve by drawing air from the sheath. They changed to the left side and the issue resolved. The procedure was successfully completed. No patient consequence was reported. Device evaluation details: according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history review was performed for the finished device 00001378 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath, for this reason, no CAPA activity is required now, in addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Similar complaints are monitored monthly basis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an unspecified cardiac ablation procedure, after about 1.5 hours since the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the cardiac cavity, a poor hemostatic valve was confirmed. The physician confirmed the poor hemostatic valve by drawing air from the sheath. They changed to the left side and the issue resolved. The procedure was successfully completed. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event is being conservatively reported for: hemostatic valve separation as it is an MDR-reportable issue, air flowing back into the side port as it is also an MDR-reportable issue.

Manufacturer narrative:
On (B)(6) 2020 the bwi product analysis lab found that the hemostatic valve was dislodged inside the hub which is MDR-reportable. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).